Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the device through a cut in the cable which led to deterioration of the cable and caused the reported image issues. The event can be prevented by following the instructions for use (IFU) which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a flickering image and a cracked cover unit were confirmed. The following additional findings were also noted: due to poor water-tightness of cable unit water tightness is lost, there is damage on plug unit, a cable unit was broken, and a cable was twisted and cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for use, it was discovered that the image on their hd autoclavable camera head flickers as soon as the camera is plugged in, and there was a crack on the camera side of the strain relief. To correct the problem in the short term, the customer received a loaner device. There were no reports of patient or user harm associated with this event.